Event description:
The patient experienced increased baseline spasticity. The patient was in the hospital. No alarms were reported. The intrathecal drug prescription, including correct concentration, drug, and dose was programmed; however, there was no information on past refills. The logs showed that an update was done in 2008, but the caller was not certain whether a refill was done, a programming change, or something else. The logs from the previous month showed a missing log "infusion bolus command received". It was also reported that "there were no error logs existing." It was further reported that an "overdosing error" occurred in the spring of this year. The patient had been "back and forth" in the hospital. The pump was used to deliver baclofen, concentration and dosage was not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.